Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m139696 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m139696 and test base part number 190-430 / lot m139696. The quality control release testing met specifications. Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported discrepant results with the ID now covid-19 assay. The customer reported positive results followed by negative results with the ID now covid-19 assay for the same patient. Sample and swab type, dates of testing, and use of viral transport media were not provided. No patient information was provided. No further information will be provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.

Manufacturer narrative:
A review of the complaints reported as false negative & false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m139696 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, as the logfiles were unable to be reviewed, however a possible assignable root cause is sample interference or cross contamination.